Manufacturer narrative:
Visual inspection performed by medacta r&d hip project manager: the spring ball plunger is came apart as described in the complaint. It is possible this occurrence was influenced by variation in production/assembly however this cannot be confirmed. Evaluation of the solution on going.

Manufacturer narrative:
Batch review performed on 7 august 2019. Lot 1211452c: (B)(4) items manufactured and released on 14-may-2018. No anomalies found related to the problem. To date, one other similar event has been reported on this lot.

Event description:
The ball and the spring of the lever from the offset broach handle was falling in the patient during the surgery. The part are removed from the patient.